Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 8 devices were received. 7 device investigation types have not yet been determined. Event confirmation status: 8 reported events were confirmed. Evaluation results: 8 devices were found to be affected by broken off components. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had a component detach. 11 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 16 previously reported events are included in this follow-up record. Product return status 15 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 16 malfunction events in which the device had a component detach. - 11 events had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact. - 1 event had no information received.

Event description:
This report summarizes 16 malfunction events in which the device had a component detach. 11 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10, 16 previously reported events are included in this follow-up record. Product return status: 15 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 14 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 10 devices were found to be affected by a broken locking lever. 2 devices were found to be affected by a missing retaining clip. 1 device was found to be affected by a missing o-ring. 1 device was found to be affected by a broken trigger assembly. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 15 previously reported events are included in this follow-up record. Product return status 11 devices were received. 4 device investigation types have not yet been determined. Event confirmation status 11 reported events were confirmed. Evaluation results 8 devices were found to be affected by a detached blade mount load lever. 1 device was found to be affected by a detached retaining clip. 1 device was found to be affected by a detached/missing o-ring. 1 device was found to be affected by a detached trigger assembly.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had a component detach. 11 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 events were originally reported for this failure mode during the reporting quarter. 16 events should have been reported; 1 event was inadvertently excluded. - 16 reported events are included in this follow-up record. Product return status 14 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 13 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 9 devices were found to be affected by a broken locking lever. 2 devices were found to be affected by a missing retaining clip. 1 device was found to be affected by a missing o-ring. 1 device was found to be affected by a broken trigger assembly. 1 device had no problem found.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device had a component detach. 11 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 1 event had no information received.